Event description:
It was reported that the patient was experiencing pain near the ipg site. The patient underwent an ipg replacement procedure and moved the ipg location superior from the original placement. The patient was doing well post operatively. The explanted ipg was not released from the facility and will not be returned.